Manufacturer narrative:
October 02, 2015 10:43 am (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during ventilation of a patient, the ventilator showed an increase in measured fio2. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(6) 2016 10:06 am (gmt-5:00) added by (B)(6) (B)(4): the reported increase of measured fio2, was not reproduced during simulated use testing of the returned parts (control, dc/dc printed circuit board(pcb) and o2 sensor) in a reference ventilator and no alarms were generated during ventilation. Our conclusion is that the parts is functioning according to it's specification. The failure was confirmed in received device logs. The logs confirmed that during ventilation the o2 sensor was generating a failure code and during that time period, the ventilator was alarming for higher amounts of oxygen in the gas mixture than expected. Our conclusion is that the cause of the event was an o2 sensor temporarily having a measuring error. The amount of oxygen in the gas mixture given to the patient was however, unaffected by the fault. The root cause for the o2 sensor not measuring correctly has not been determined from this investigation.

Event description:
Manufacturer reference # : (B)(4).